Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he is experiencing high blood glucose levels. Customer's blood glucose reading ranged from 266 to 497 mg/dl. Customer was just released from the hospital as he has had three heart attacks. The insulin pump passed all functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being replaced.